Event description:
The husband reported via phone call that the insulin pump was alarming no delivery. The husband has assembled a new infusion set for the customer as the previous set was alarming no delivery. It was also found the customer's blood glucose was 422 mg/dl at the time of the call. The customer was treated with a bolus for their blood glucose. The husband stated the alarm was resolved by an infusion set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.